Manufacturer narrative:
Manufacturer's investigation conclusion: the suspected device thrombosis could not be confirmed through this evaluation as the pump was not returned. A direct relationship between the device and the reported gi bleeding, right heart failure, and patient outcome could not be conclusively determined through this evaluation. The report of low flow alarms could not be confirmed as no log file was submitted for review. The account reported that the patient was admitted for a right heart catheterization and experienced gi bleeding, requiring a rvad placement. The patient could not wean off rvad support and kept bleeding from their anal fissure. As a result, the patient¿s anticoagulation was held. The patient was reportedly too sick to undergo surgery and the pump reportedly clotted off resulting in low flows, and the patient eventually expired on (B)(6) 2019. The cause of death was thought to be due to the gi bleeding. The pump was not explanted. Device thrombosis, bleeding, right heart failure, and death are listed as adverse events that may be associated with the use of heartmate ii lvas. The patient care and management section of the IFU outlines indications of thrombus and how to respond to such events. This section also discusses anticoagulation, including recommended inr values. The IFU also explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow. The hmii patient handbook also contains information regarding all system alarms and the actions associated to resolve the alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient expired. The patient was very ill and had an lvad at the time of their cardiomems implant. It was reported that the patient was admitted after a right heart catheterization and a cardiomems implantation. The patient then had a gastrointestinal bleed and hours after her endoscopy she dropped her pressure and had an rvad implanted. The patient could not be weaned off the rvad and got sicker. She had an anal fissure that kept bleeding and anticoagulation needed to be held. She was too sick to bring to the operating room for a pump exchange. Due to the bleeding fissure and rvad with clots the family decided to make her a do not resuscitate (dnr). Both the rvad and lvad with clots and had low flows and the patient expired. The site was not 100% sure that device was functioning appropriately but believe the anal fissure is what led to the patient's death. The pump was not explanted. No additional information was reported.